Manufacturer narrative:
Per tandem's t:slim g4 user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the insulin in the cartridge was being reused due to the customer reusing the cartridge. Customer's blood glucose level was 230 mg/dl. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.